Manufacturer narrative:
This report is submitted on january 06, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to a tip foldover. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 28, 2023.